Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "had a knee replacement 23 years ago. One year later it was infected. They cut it out. I had no knee for 6 weeks. After courier, and vancomycin the infection went away. Have had this knee since. It¿s failing and I¿m in constant pain. My point. There is no sure cure. Beware." Note: the manufacturer for the index and second stage implants is unknown, but commenter posted on a stryker facebook post.